Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. Customer removed pump and reverted to an alternate form of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.